Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015: the patient underwent a right total knee arthroplasty. Attune implants were utilized with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. Medical records (on revision note) indicate a poly exchange occurred post primary to address instability without success but does not provide date of revision for the poly exchange. On (B)(6) 2017 :the patient underwent a revision of the right knee for pain, aseptic loosening of tibial plate, nickel sensitivity, and joint instability attributed to pcl insufficiency. Intraoperatively, the tibial plate was found loose at implant-cement interface. Patella was not revised. All other components were replaced (tibial, insert, femoral) with a non-depuy revision system with non-depuy cement. No complications noted in revision. Doi: (B)(6) 2015. Dor: unknown (insert). Dor: (B)(6) 2017, (primary tibial, unknown revision insert, primary femoral). This complaint captures the unknown revision of the poly insert. The revision of (B)(6) 2017 is captured on (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint: (B)(4) . Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.